Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2016 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 127 mg/dl at the time of the call. The customer stated that they over bolused causing the low. The customer was given orange juice and intravenous glucose to treat. The customer experienced symptoms such as convulsions. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer was also having issues with highs. The customer used manual injections and the pump to treat the highs. The customer treats off the sensor glucose values. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.